Manufacturer narrative:
H6; code 400: jaw tips skewed. Facility experienced an event with ligaclip* endoscopic rotating multiple clip applier on 3/19/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973493. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing conform, no; jaws: hold clip, yes; lockout functional, yes and number of clips fed and formed, 7 scissored. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaw tips had become misalinged. The instrument was cycled and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips dropped from the jaws of the device. There was no pt consequence.